Manufacturer narrative:
Additional manufacturer narrative: biomedical engineer was provided with replacement part numbers for the touchscreen, lcd, or inverter and was transferred to customer service. Biomedical engineer purchased a new lcd and touch screen from nihon kohden and took a known good inverter board from one of their working units and the screen was still blank. The customer was informed to check all of his connections on the lcd and to make sure that nothing was bent or broken when it was installed, if there still wasn't anything wrong and the screen wasnt coming back on to call in again we can try to trouble shoot more on the blank screen. Attempted to recontact customer and obtain and update to see if the device was now working. Customer did not return phone call. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the screen on the bsm (bedside monitor) was black.